Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in capture threshold, a decrease in r-wave amplitudes, and high, out of range, pacing lead impedance. The lead was capped and replaced. The patient was in regular condition following the procedure.